Event description:
It was reported that, fiber fractured and blistered physician's hand." Reporter stated that approximately 700 joules into a uretorscopy procedure, the fiber fractured where it enters the scope; blistering the physician's hand. Physician immediately stopped lasing to replace it with another brand new fiber (same model, lot number unknown). Procedure was completed with second fiber without any further incident. No injuries to pt were reported. Reporter described the blister to be approximately the size of an eraser on a pencil, with the center being pink.

Manufacturer narrative:
Note: all of the information on this form was completed by the MFR. Evaluation summary: visual inspection of the reported device shows no apparent damage. The device was laser tested; fiber functioned normally, therefore trimedyne was unable to confirm the report.